Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On 11/06/2023, it was reported that the patient's hands were shaking. There was reportedly no medication provided at home. The granddaughter called an ambulance, and the patient was transported to the hospital. At an unspecified moment during the episode, the cgm value was documented as 400 mg/dl and the bg was documented as 1400 mg/dl. While in the ambulance, the patient was given insulin drips by the medic. The patient couldn't remember how much insulin drips were given to her. When the patient arrived at the hospital, the bg meter was taken again; however, the patient could not remember the reading. The patient stayed at the hospital for 5 hours and was discharged when the sugar level was stabilized. Attempts from ts to contact the patient for more details were not successful. At the time of the report, the patient was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.